Event description:
New information received notes that the patient's right ventricular (rv) lead had oversensed noise and noise reversion episodes which led to overpacing. The patient is in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right ventricular (rv) lead was noted to have exhibited noise and programming changes were made to resolve the issue during an in clinic visit on (B)(6) 2024. No patient consequences was reported.